Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision surgery 13 years post implantation due to pain and implant failure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(6). The complaint device has not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2017-05345, 0001822565-2017-05347. Product location unknown.

Event description:
It was reported that the patient underwent an initial right knee procedure. Subsequently, the patient was revised due to pain approximately five years post-implantation. Attempts have been made and no further information has been provided.